Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event was unable to be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The subject device was implanted for approximately 20 years. The device history record (DHR) could not be reviewed since the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 21mm edwards pericardial valve, implanted for 19 years and 11 months, underwent valve-in-valve procedure due to critical aortic stenosis. A tavr was successfully performed with an edwards transcatheter valve with no complications. There was excellent positioning of the valve and excellent leaflet function with trivial perivalvular leak. The patient was transferred to the ICU in stable condition and deemed stable for discharge on pod #6 to a rehab facility.